Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker (B)(4); therefore the reported failure cannot be confirmed. The technical service report indicates: "punch got rusted at jaw's end. Punch is non repairable, punch needs to be replaced with new one. Punch needs to be repaired with new one." The reported event involving this failure and device could have been caused by: poor autoclave reliability incorrect sterilization/reprocessing procedure in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The reported failure mode will be monitored for future reoccurrence manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the device had corrosion.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device had corrosion.